Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099708. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred. Date of issue is an approximation. Three days after the sensor patch was applied, the patient she had an itchy, hive type rash under it, so she removed it. The rash kept spreading and was hot, itchy, blistery, and her blood sugar was running high. The site became infected and her primary care provider (pcp) prescribed unspecified antibiotics. No additional patient or event information is available.